Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. Investigators were unable to duplicate complaint. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.